Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The iesu was placed on an in-house system and was run in normal mode. The c-34 error was confirmed during startup and mono coag activation. The iesu did not have significant scratches or dents. The front bezel is in decent condition. The root cause is attributed to the defective component. The hf voltage measurement was too small.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer had monopolar errors c-00 and c-34 appear. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error c-34 in logs on the integrated electrosurgical unit (iesu) generator and walked the caller through a 15 second as well as a 2-minute hard power cycle of the generator with no change. The caller stated all other xi systems were in use currently and they no longer have a back-up force triad generator on site. The surgeon elected to convert to laparoscopic surgery with no report of patient injury.